Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that actuation failure of a probe occurred and the actuation sound of the cutter was different from usual during cataract and vitrectomy combination surgery. The condition of aspiration was unknown. The surgery was completed using this product without product replacement. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe, with tip protector, in a bubble bag with a tray label was received for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, inside the port and on the welded cap. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for all three tests and no abnormal sound was heard. The probe engine was disassembled, and the components inspected. The diaphragm, spacer, top o-ring are all intact. Top and bottom o-ring has outer diameter damage. Spacer was cracked and broken. The probe was disassembled. Excessive wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all functional testing. The probe was disassembled, and the components inspected and it was observed the top and bottom o-rings had damage and the spacer was cracked and broken. The wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos is consistent with excessive use classification. Excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Per the direction for use (dfu), the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. However, a manufacturing related potential contributor factor was identified, damaged was observed on the o-ring and cannot be ruled out for the actuation problem as reported. No further investigative or manufacturing actions are warranted at this time due to the observed cut and actuation failures were due to excessive use of the probe by the user. Per the dfu, the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. A nonconformance investigation has been completed to investigate the trend identified for probes with would not cut or actuate issues and for the damaged observed on the o-ring. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).